Manufacturer narrative:
The treatment tip was not returned. The data logs from the event were evaluated and showed error code ec78e - force detected before activation had occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, no causal factors can be determined and no conclusions can be drawn. As this is an isolated event with respect to thermage flx, no corrective action is necessary at this time.

Event description:
A patient reported that they experienced asymmetry on their face following a thermage flx face treatment and ulthera ultrasound treatment performed at a user facility. The patient underwent a combined thermal ultrasound treatment. Prior to the procedure the patient was given oral painkillers and a topical anesthetic. During the thermage flx procedure, the patient received 600 pulses on their entire body at an energy range of 2.0-3.5, and their lower jaw edge at 2.0. It was reported the patient received 350 pulses on the right side of their face and 250 pulses on the left side. Following the flx treatment, the patient received ultrasound treatment (ulthera) on the lower middle area with 4.5 head + 3.0d cartridges. After the procedures the patient stated they had noticed asymmetry immediately and felt that the right nasolabial fold and the right corner of the mouth pouch had not improved significantly. The patient said the doctor explained this was an immediate effect and the skin would rebound later. The patient had then traveled that summer and did not schedule any follow up treatments with the clinic. During this time the patient noticed the right side of their face appeared thicker compared to the left side of the face which looked thinner and hollow. Pictures were sent to the doctor who recommended to follow up in two months. Three months post-procedure, the patient was seen by the doctor who then performed ultraformer iii treatment on the mid and lower face using 4.5 + 3.0d cartridges, however the asymmetry did not improve. Following the procedure the patient signed a termination complaint agreement and filed a complaint with the china healthcare commission but reported the institution did not take any further action. Shortly after the additional ultrasound treatment, the patient reported the event has caused them psychological stress and poor sleep for more than two months. The patient¿s current status was not provided however a solta medical reviewer examined photos of the patient and observed postoperative comparison photos showed improved lower facial contour. It was also reported that no permanent damage or scarring was expected. The solta medical reviewer assessed the event as serious based on the physician's report, which indicated that the patient required an additional procedure to improve the facial contour following the initial treatment and a long recovery process. It is unknown if the patient had undergone any other treatments in the same symptom area within 90 days of the procedure date. It is also unknown if the patient had ever received aesthetic treatments in the symptom area in the past. Solta medical branded cryogen and one bottle of coupling fluid was used with the highest level of treatment at 3.5. No system errors occurred during the procedure. This was the first time the treatment tip was used on a patient. It was inspected prior to treatment and every 100 pulses throughout with no discrepancies observed.